Manufacturer narrative:
(B)(4). Batch # unk. Date of event: unknown, assumed 1st day of month that the event took place. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing documentation could not be completed as the lot/batch number was not provided. Additional information received: the device had been used successfully during the procedure prior to the incident occurring. The issue came on the 3rd reload.

Event description:
It was reported that during a right hemi hepatectomy the surgeon fired on hepatic vein, the staples did not formed properly, the device did not seal the vessels. The patient required a transfusion etc. There was a delay to the surgery. Vein isolated and could see distal tip - nothing caught in the tip of device.